Event description:
The director of a hospital dialysis unit reported to fresenius that a dialyzer blood leak occurred during patient treatment. Additional information was requested, however a response was not received. The patient's estimated blood loss (ebl) was not provided. No serious injury or required medical intervention was indicated upon initial reporting. The sample was not reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: upon further review, it was determined that the event reported on 1713747-2025-01014 was previously reported on 8030665-2025-03045. There will be no further updates on 1713747-2025-01014.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The director of a hospital dialysis unit reported to fresenius that a dialyzer blood leak occurred during patient treatment. Additional information was requested, however a response was not received. The patient's estimated blood loss (ebl) was not provided. No serious injury or required medical intervention was indicated upon initial reporting. The sample was not reported to be returned to the manufacturer for physical evaluation.